Event description:
It was reported, the right ventricular (rv) lead "had some possible vegetation." The lead was extracted and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.